Manufacturer narrative:
Intuitive surgical, inc. (Isi) received stapler reload and failure analysis investigations replicated/confirmed the customer-reported complaint. The reload was found to have the knife exposed within the knife track. The knife veered off track and into the cartridge and the blade could not be inspected for damage as it was stuck in the cartridge. Also, the reload was found to have a firing failure based on log review and in-house inspection. Additionally, the reload was found to have cartridge and pusher damage, which was a result of the exposed blade failure. There was no missing material. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform stapler blade became misaligned and could not complete the firing. The stapler and load were removed, and a new stapler and load successfully fired on the same tissue bundle. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no noted issues. The stapler was fired one time without issue. The stapler was fired a second time and only partially fired. They removed the instrument and noted that the blade was exposed. There was no tissue pushout. It was a green reload that the issue occurred with. There was no bleeding or damage to the tissue. There was unexpected tissue removal. There were malformed staples. The surgeon removed the malformed staples and used another stapler to resolve the issue. The stapler is being returned with the reload attached.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis (fa). The sureform 60 green reload was analyzed and initial fa findings were confirmed. The procedure log review indicated that a green reload was involved in a firing failure. The completion percentage of approximately 57% aligned with the forward progress of the shuttle on the returned reload. The firing peak force exceeded the system threshold, and there were two pauses for compression during the firing sequence. Upon visual inspection of the reload, severe cartridge damage was observed at the point of failure. The shuttle could not be manually moved in the proximal or distal direction. The knife cutting edge was observed to be angled downwards and into the right side of the reload. The cutting edge had become lodged into the material towards the bed surface, severely damaging the inner knife track, surface, and pusher pocket. Additionally, the instrument blade had cut into one of the pushers. The cartridge was broken to remove the shuttle/blade assembly. With the shuttle removed, severe cartridge damage was observed at the shuttle stopping point. The material was extremely deformed, likely the reason the shuttle could not be manually moved. No material appeared to be missing. Minor damage was seen at the proximal end of the cartridge, and skiving on both sides of the inner knife track began around ¼ of the shuttle travel distance. The inner track skiving continued to the failure point, at which point, it appeared the damage expanded and obstructed the path of the shuttle. The shuttle was inspected and found to have a broken knife seat. The shuttle was also observed to be bent/deformed. The portion of the shuttle that was broken was found lodged into the cartridge material and held in by the lodged blade. The blade was removed for inspection, and mechanical indentations were observed along the length of the cutting edge. Additionally, the right knife leg was found to be bent from its normal position, likely from the same force that pushed the blade towards the side wall of the cartridge.